Manufacturer narrative:
The customer chose not to have the system repaired. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system locked up and continued to produce fluoroscopy x-ray without command. No report of pt or staff injury.